Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported by the customer that the asystole alarm occurs only acoustically on the central station and on the dect phone. Optically nothing is shown on the central station. There can be no assignment of the alarm source (patient assignment). If you know which patient initiated the alarm, you can see the alarm in the extended patient display. According to info of the customer it occurred on (B)(6) 2014 about 16:00 -17:00 o'clock on bed 11. There was no patient injury reported. (B)(4).